Event description:
A report was received stating that upon insertion of the device into the patient, the tube became kinked. The tube was exchanged with no permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.